Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was an open conductor in the response button cable. The root cause for the open conductor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had non-functional response buttons.